Event description:
Patient in rapid ventribular flutter, progressed to ventricular tachycardia and ventricular fibrillation. Nurse attempted to cardiovert patient and unable to obtain a tracing of patient's rythm using the paddles as leads or when regular leads applied. Also, unit would not charge in defib or sync mode. Patient, who, was in end-stage cardiac myopathy was awaiting a heart transplant, was defibrillated, multiple times, unsuccessfully, with a second defibrillator unit. Diagnosis: extensive cardiac artery disease with old infarction and recent extensive myocardial infarction and recurrent congestive heart failure with intractable pulmonary edema. Investigation and evaluation by in-house biomedical staff determined that there was battery failure. The unit met mfg. Specifications when tested on ac power, but failed same test on dc power. Concluded that we have a combination of sub-assembly failure, but also recognized possibility of user error with not attempting to operate defibrillator on ac power and/or plugging in monitor vs defibrillator unit into ac powerdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: battery/pack. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.